Event description:
It was reported that stains were found on the maxzero needleless connector piston. The following information was provided by the initial reporter: "the nurse was going to replace the infusion connector of the PICC patient. After opening the mz package, it was found that there were stains on the surface of the connector, and the connector was replaced.".

Manufacturer narrative:
A mz1000 china sample was not available for investigation of this feedback, however the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with dark marking visible on the surface of the maxzero piston. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed residue on the maxzero piston could not be determined, however it is possible that the piston may have come into contact with residue from the conveyor of the assembly machine due to a misalignment of the conveyor belt. A review of the production records for lot 19065895 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of the misalignment being identified, the conveyor belt was re-aligned and cleaned; these actions should ensure that reports of this nature are reduced in future. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the maxzero device in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stains were found on the maxzero needleless connector piston. The following information was provided by the initial reporter: "the nurse was going to replace the infusion connector of the PICC patient. After opening the mz package, it was found that there were stains on the surface of the connector, and the connector was replaced."